Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-12 additional information was received from the patient. They reiterated previously reported information. They said the nurse was called and they had them put an ice pack on the area. They were also told to stay in room until they felt it was better. These orders were followed. After 30-45 minutes they left the hospital and went home. The problem had been solved. They don't notice the heating anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that following the MRI for lumbar spine, the patient reported "heating by the perinium" by the caller. Per the caller, there was no report of any skin changes at that time.  Scan parameters were followed, the scan was 20 mins in length, and MRI mode activated. It was reviewed that the patient could  turn off device to see if anything changed, if "heating" goes away that the patient should follow up with their managing doctor.